Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was fired on the cystic duct and the clips were scissored. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.